Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated he noted nothing unusual with the supplies. The hp then disconnected and threw out supplies. The hp confirmed to finish therapy with new supplies. There was no report of patient injury or medical intervention.